Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her occipital nerve stimulation (ons) system (off-label). It was reported the patient experiences ineffective stimulation as well as warm stimulation at the lead site. Surgical intervention was undertaken and the patient's system was explanted.